Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient stated while he was at a supermarket on (B)(6) 2022, he received an alert from his cgm and noticed that it was reading 74 mg/dl. The patient responded by eating some gummy bears but then lost consciousness due to hypoglycemia. Someone called for an ambulance and the patient was transported to the hospital by paramedics and placed in intensive care. The patient was treated with a tranquilizer (sedative medication) as he had suffered a seizure; he was unable to provide any further information regarding treatment he received during the incident. The patient added that his blood glucose meter value at the hospital was measured to be 40 mg/dl, and although he does not remember the comparative cgm reading at the time, he said that his bg was values were around 20 percent lower than his cgm readings while he was in the hospital. After two days, the patient was released from the hospital and had recovered from the incident by the time of contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.